Event description:
The catheter had been placed for obstetric use. During removal of the catheter, it separated and the distal portion remains in the pt. There are no plans to remove the indwelling piece of catheter. There were no further complications.